Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the patient presented with a contained ruptured 8 cm diameter thoracic aneurysm approximately one month ago. A recent CT demonstrated that there was stent graft separation resulting in a type iii endoleak between two unknown talent stent graft components. The type iii endoleak was attributed to disease progression of the thoracic aorta. The physician elected to implant a (B)(4) and the type iii endoleak was resolved. A CT from four months ago demonstrated no issues with the stent grafts. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression).